Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user appears unable to hear. According to her father, there has been no recent trauma or incident that could explain this condition. He mentioned that a long time ago they were involved in an accident, but he emphasized that the user did not sustain any direct head injury or impact at that time.